Event description:
It was reported that the patient's right ventricular lead exhibited low defibrillation impedance and insulation damage. The lead was capped and replaced on (B)(6) 2022. The patient was discharged.